Event description:
It was reported that a revision surgery was performed due to the loosening of femoral component and pain. Primary operation was performed on (B)(6) 2019. There was no problem at that time, and there was no findings of inflammation like arthrofibrosis, nor infection. On (B)(6) 2020 revision surgery was performed and femoral component, tibial component, insert and patella were removed. The femoral component was easy to remove, but the other components were fixed well. There was a little residue of cement onto non-articular surface of femoral component. Patient outcome is good. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used for treatment, was returned for evaluation. A visual inspection of the returned device showed scratches on the articulating surface of the femoral component. The clinical/medical team concluded, per the complaint description a revision surgery was performed due to an atv accident which caused a femoral fracture. Although requested, no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.